Event description:
It was reported that one day post vt ablation, during dft testing, a 25j shock was delivered, but the patient did not jump. Over 13 seconds passed without additional therapy from the device. The patient was externally shocked. The hv impedance was 0 ohms. The ICD was explanted and replaced, but the reading with a new device was still 0 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.